Manufacturer narrative:
Desoxycholate agar requires rehydration from dehydrated culture media. Directions to prepare the agar are to blend the required amount of powder and water. Mixing thoroughly. Heat with frequent agitation and boil for 1 minute to completely dissolve the powder. Avoid overheating and do not autoclave. It is standard laboratory practice for the preparation of media to ensure that flasks being heated are properly vented. If heating continues and the pressure is not adequately relieved, the pressure and temperature can rise to a point that the flask may burst. In this instance, the customer admits to improperly venting the container while heating. No further action will be taken.

Event description:
An employee was attempting to make this media in a tightly capped erlenmeyer flask. While heating, the employee was distracted and forgot to loosen the cap. The flask shattered and glass shards cut the employee. The wound required stitches. The contact stated that in the future, the cap will be vented or loosened prior to applying heat.